Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Pairing test was performed and the test did not pass. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that their g5 transmitter would not pair with their g5 application on (B)(6) 2016. Dexcom representative advised patient to have their smart device forget all extra bluetooth devices and confirm no applications are running in the background. Then the patient was advised to verify that the correct transmitter identification was entered into the application, this was confirmed but unsuccessful. Dexcom representative then advised patient to attempt to pair with a new transmitter, this was successful. There was no report of injury or medical intervention. No additional event or patient information is available.